Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation.in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that when turning the unit on it is alarming "xdcr fault, low ve, and low pip" continuously. There was no patient involvement at the time of the incident.